Event description:
In 2004, I had st. Jude ICD device implanted. This is the info on my pt card: defibrillator model: v-196 lead model: 1580/65; lead usage: defib/s/p. In 2008, I went to my cardiologist to get a routine check-up for my st. Jude ICD device. I was living in in another country with limited abilities in their local language. My dr informed me that there was some kind of strange data coming from the stored memory on my ICD device. After a few days, I was informed that the strange data was caused by a damaged lead. I was told that the lead probably rubbed against a bone and the coating had worn away. Thusly, the lead was picking up "data" from all manner of electronic devices around me including microwaves, cell phones, and fluorescent lights. I was told that I would need to get the lead and my device replaced as soon as possible. Often, the hosp staff had limited english ability, so a translator from st. Jude co would accompany me on all pre-surgery visits. I asked if st. Jude was going to pay for my surgery since it was a product error, and not a usage error. I was told that it was no ones fault. It was just chance and nature that made the lead rub up against my bone. I had the foreign country health insurance, that would pay for the bulk of my costs. However, I still had to take time off of work and pay for the remaining fees. Not to mention that it was a difficult situation considering that I was in a foreign country with limited language abilities. I am still living in in that country, and going to my routine check-ups. Everything is ok with my current device so far. My father sent me information about the lead recalls, that have been in effect and I wonder if my case is similar to these. Also, I have read that the st. Jude riata lead has not been recalled but some hospitals have stopped using them. My new device has a riata lead. Here is the info for my current device: st. Jude model v-196 epic+vr tiered therapy cardioverter/defibrillator. Lead st. Jude medical model no: riata 1570 dual coil.